Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The service history could not be reviewed as a serial number was not provided. A device history record review could not be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was being used during an unknown procedure on an unknown date, and ¿during the procedure, the patient developed an embolism and suffered a cerebral infarction.¿. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury that the patient developed an embolism and suffered a cerebral infarction, with no indication of a device malfunction.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The service history could not be reviewed as a serial number was not provided. A device history record review could not be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was being used during an unknown procedure on an unknown date, and ¿during the procedure, the patient developed an embolism and suffered a cerebral infarction.¿. Follow-up assessment found no further information was available. There was no report of medical/surgical intervention, or extended hospitalization for the patient, and no indication of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury that the patient developed an embolism and suffered a cerebral infarction, with no indication of a device malfunction.